Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that new material code of bardia foley catheters did not have color coding on the packaging of the box and the wordings on the individual sterile packaging was too small. Per follow-up information received from ibc on 16jun2022, confirmed that one more lot number of bardia foley catheters did not have color coding on the packaging of the box and the wordings on the individual sterile packaging was too small based on the photo sample received on 09jun2022.

Manufacturer narrative:
The reported event was unconfirmed because the device met relevant specifications. Evaluation on attached photo showed that there is color coding on the packaging of the box. Photo comparison between the IFU against photo attached by customer showed no abnormality. DHR review indicated color code on product label same with color cap of the catheter. The labeling is found to be adequate and no issue with reported event. No root cause could be identified since complaint is unconfirmed. The product was used for treatment. The product had not caused the reported failure. A potential root cause for this failure mode could be due to mislabeling which leading to user dissatisfaction or inconvenience. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that new material code of bardia foley catheters did not have color coding on the packaging of the box and the wordings on the individual sterile packaging was too small. Per follow-up information received from ibc on 16jun2022, confirmed that one more lot number of bardia foley catheters did not have color coding on the packaging of the box and the wordings on the individual sterile packaging was too small based on the photo sample received on 09jun2022.